Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving ineffective stimulation. Reprogramming has been unable to address the issue. As a result, the patient may undergo surgical intervention.

Event description:
Additional information gathered via follow-up revealed the ineffective stimulation (as initially reported) was due to lead migration. In turn, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.